Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, two devices were received related to two separate transcatheter aortic valve replacement procedures; however, the devices were returned in the same package and unlabeled. As a result, it was not possible to determine which delivery catheter system (dcs) related to each product event; however, the complaint allegation, related to actuator separation during loading, was the same for both devices. The product analysis and investigation here within is in reference to ¿catheter #1¿. The device was received with the capsule partially opened and the end cap/screw gear snap fit connected. Visual inspection showed the handle and tip-retrieval mechanism appeared intact. The inner member and capsule appeared intact with no evidence of damage. The deployment knob was observed to be intact and could not be separated easily. Functional testing showed the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The deployment knob components were manually separated by the analysis technician; both tabs were observed to be cracked. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separations are typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, while loading the valve onto the delivery catheter system (dcs), the delivery knob detached and broke during the last 2/3 of the loading procedure. The dcs was not used and will be returned to medtronic for analysis. The handle was popped back into place prior to sending the dcs for analysis. The valve was loaded onto a new dcs successfully and was implanted. No adverse patient effects were reported.